Event description:
It was reported that this device is showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time. This device remains in service. A safe replacement interval calculation was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device was showing a premature battery depletion (pbd) behavior. The remaining battery level had been reduced in a short period of time. This device was explanted and is not expeceted to be returned. No additional adverse patient effects were reported.